Event description:
It was reported that during a laparoscopic supracervical hysterectomy, the active blade broke off during the intial diagnostic test, after the surgeon stepped on the foot pedal. There was no adverse consequence to the patient. Case completed with another blade.